Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a check settings alarm during first rewind. Healthcare professional had programmed new insulin pump. Customer's blood glucose was 400 mg/dl. Customer was advised that check settings alarm was always received after exiting training mode. Customer was advised to monitor insulin pump.